Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm. The customer 's blood glucose level was unknown mg/dl. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue used of the insulin pump and revert to back up plan per healthcare provider instruction. The customer was asked verbally and in written form to return broken insulin pump for analysis.